Event description:
During a coronary stent procedure, the stent dislodged. The physician encountered crossing difficulties of the tortuous rca lesion. While attempting to withdraw the delivery/stent device, the stent dislodged. The physician was unable to deploy the stent and it remains in the rca. The procedure was not complete due to this event. No pt complications were reported. Pt status is listed as "good."